Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation finding. H6: updated investigation conclusions. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2008: (B)(6) memorial hospital. [Signature illegible]. Preoperative record. Medical history: left breast cancer, hypertension, obesity. Weight (B)(6). On (B)(6) 2008: (B)(6) memorial hospital. Questionnaire. Prior surgeries: tubal ligation (93). Social history: smoke: no. Implant #1 procedure: laparoscopic repair of umbilical hernia with 15 centimeter diameter piece of gore-tex dual mesh. Implant: gore® dualmesh® biomaterial [1dlmc04/(B)(4), 15 cm diameter; 15 cm x 19]. Implant #1 date: (B)(6) 2008 (hospitalization (B)(6) 2008). (B)(6) 2008: (B)(6) memorial hospital. (B)(6) md. Operative report. Preoperative diagnosis: umbilical hernia. Postoperative diagnosis: umbilical hernia. Anesthesia: general. Estimated blood loss: about 30 cc. Significant history: (B)(6) is a (B)(6) year old female who presented with an umbilical hernia. She is very obese and had a large umbilical hernia. The patient was recommended to undergo a laparoscopic repair. The risks and benefits were discussed in detail with the patient and she agreed to proceed. Description of procedure: ¿after appropriate informed consent was obtained the patient was taken to the operating room and placed in the supine position on the operating room table. After adequate general anesthesia had been induced the patient¿s abdomen was prepped and draped in a sterile fashion and ioban was placed across the skin of the abdominal wall. Using a veress needle technique in the left upper quadrant a 10-millimeter port was placed in the left upper quadrant and insufflation of the abdomen was continued with co2. A left lateral abdominal 5-millimeter port and a left lower quadrant 5-millimeter port and 2 right-sided 5-millimeter ports were placed in the upper and lower abdomen on the right side and the umbilical was visualized. A large amount of omentum was incarcerated in the hernia. This was reduced with a combination of blunt and sharp dissection. The colon was tented up but was not inside the hernia and it was freed from its attachments to the abdominal wall without event. The hernia edges were then delineated and an appropriate size piece of mesh with a total diameter of 15 centimeters was chosen. This was gore-tex dual mesh. Stitches at the bottom were place in the 12, 3, 6 and 9 positions and then the mesh was introduced into the abdomen, centered over the hernia defect and the stitches were pulled through the anterior abdominal wall such that the mesh was tautly stretched over the hernia. The mesh was then tacked circumferentially using the endotak. The additional stitches were then place [sic] between each of the initial stitches and the abdomen was de-insufflated and the stitches were tied into position. The abdomen was re-insufflated. The bowel was examined and appeared to be okay. There was no evidence of any injury and there was no evidence of any continued bleeding. All ports were then removed under direct visualization and the abdomen was de-insufflated. All incision sites were closed with subcuticular stitches of 4-0 vicryl. Dermabond was placed on the skin. The patient was then awakened from anesthesia and transported to the recovery room.¿ on (B)(6) 2008: (B)(6) memorial hospital. Perioperative record. Asa: iii. Wound class: clean. Implant record. Item number: 1dlmc04. Description: dual mesh. Size: 15.0 cm x 19. Expiration date: 6/11/2012. Manufacturer: gore. Quantity: 1. Lot number: (B)(4). Body site: umbilicus. The records confirm a gore® dualmesh® biomaterial (1dlmc04/(B)(4)) was implanted during the procedure. Relevant medical information: on (B)(6) 2008: (B)(6) memorial hospital. (B)(6) md. Discharge summary. Status post laparoscopic ventral hernia repair. (B)(6) year old female who is obese who presented with large umbilical hernia. Laparoscopic repair on the twenty-first. Tolerated well, but due to postoperative pain was admitted overnight. Did well, ready for discharge in the morning. Follow up in two weeks. On (B)(6) 2019: (B)(6) memorial hospital. (B)(6) md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: abdominal pain, vomiting, constipation. Findings: re-demonstration of ventral surgical mesh in lower abdomen/pelvic region. Exacerbation of large ventral hernia. Impression: re-demonstration of large ventral hernia in lower abdomen/pelvic region. Hernia exhibits evidence of strangulation. Inflammation at hernia site with herniation of bowel loops, fat and fluid in subcutaneous space. Partial small bowel obstruction with transition point at hernia site. Large hiatal hernia. On (B)(6) 2019: (B)(6) memorial hospital. (B)(6) md. Radiology ¿ abdomen x-ray. Indication: abdominal pain/constipation. Impression: borderline constipation. On (B)(6) 2019: (B)(6) memorial hospital. (B)(6) md. History and physical. (B)(6) year old female with history of hiatal hernia repair, gastroesophageal reflux disease. Presented to emergency department complaining of crampy abdominal pain. Reported nausea, vomiting, constipation. Noted to have leukocytosis (20.3). CT showed large ventral hernia in lower abdomen/pelvic region; evidence of strangulation, inflammation at hernia site, partial small bowel obstruction with transition point at hernia site. Ventral hernia repair approximately fifteen years ago, cholecystectomy approximately five years ago. Abdomen not rigid or surgical. Never smoker. Morbidly obese. Abdomen: soft, nondistended, diminished bowel sounds, palpable ventral mass above umbilicus, not reducible, mild tenderness to palpation. Impression/plan: strangulated hernia: general surgery consulted. Begin unasyn; received rocephin and cipro in emergency department. Partial small bowel obstruction: nothing by mouth. Acute kidney injury: intravenous fluid hydration. Gastroesophageal reflux disease: stable, home protonix currently held. Morbid obesity, class iii: encourage weight loss. On (B)(6) 2019: (B)(6). [Signature illegible]. Anesthesia record. Asa: iii e. Weight (B)(6). Implant #2 procedure: repair of incarcerated ventral hernia with mesh. Implant: gore® synecor® intraperitoneal biomaterial [gkfc12/(B)(4), 12 cm circular]. Implant #2 date: (B)(6) 2019 (hospitalization (B)(6) 2019 - (B)(6) 2020). On (B)(6) 2019: (B)(6) memorial hospital. (B)(6) md. Operative report. Preoperative diagnosis: incarcerated ventral incisional hernia with obstruction. Postoperative diagnosis: same. Anesthesia: general. First asst.: (B)(6). Specimen: none. Estimated blood loss: 30 cc. Significant history: the patient is a (B)(6) year old female who presents with an incarcerated ventral hernia causing obstruction. The risks and benefits of repair were discussed with her and she agreed to proceed. Procedure: ¿after informed consent was obtained the patient was taken to the operating room and placed in supine position. She was given general anesthesia. Her abdomen was prepped and draped in a sterile fashion. A [sic] epigastric incision was made over the incarcerated hernia. The dissection was carried down through the deeper subcutaneous tissues where the hernia sac was identified. The sac was opened. It contained some dusky bowel but once the bowel was freed from its incarceration, it promptly returned to a pink color. The main hernia was due to a hole in the central portion of a piece of gore-tex mesh. There was a very clean circular hole of about 4 cm in the central portion of the mesh through which the bowel had herniated. This was opened slightly and the bowel was easily reduced. The hernia defect was then closed with interrupted 0 ethibond. Dissection cephalad revealed several other small herniations in close proximity to each other where it appeared that the mesh had pulled away from a small portion of the superior fascial margin. This area was cleared. All bridging attenuated fascia was broken down between these small hernias and 1 large sick [sic]centimeter hernia was created. This required mesh for repair. In all these hernias, only fat was incarcerated. A piece of synacor [sic] mesh was then placed into the wound and sewn in the subfascial position with interrupted stitches of 0 ethibond. Care was taken to completely reduce the visceral contents and leave them uninjured. Once the mesh had been sewn in place, thorough irrigation was performed. Hemostasis was ensured. The deep subcutaneous tissue was closed with a running stitch of 0 vicryl. The deep dermis was closed with interrupted stitches of 3-0 vicryl. The skin was closed with subcuticular stitch for monocryl. Dermabond was placed in the skin. The patient was then awakened from anesthesia.¿ on (B)(6) 2019: pphs. Implant record. Mesh synecor 12 cm circle (129831). Manufacturer: w.l. Gore and associates. Catalog number: gkfc12. Serial number: (B)(4). Size: 12 cm circular. Site: abdomen. Expiration date: 06/18/2022. The records confirm a gore® synecor® intraperitoneal biomaterial (gkfc12/(B)(4)) was implanted during the procedure. Relevant medical information: on (B)(6) 2020: (B)(6) memorial hospital. (B)(6) pa; (B)(6) do. Discharge summary. Admitted with incarcerated umbilical hernia with elevated wbc and lactic acid. Went for repair. Bowel was viable so defect was closed. Has done well postoperatively. Home today. Surgical wound: intact. General physical appearance: no distress, obese. Soft diet, okay to shower, no lifting. Follow up dr. (B)(6) to ten days, (B)(6) md one week. Condition stable. Explant procedure: [ni]. Explant date: [ni] (hospitalization [ni]). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. And on (B)(6) 2019 whereby a gore® synecor® intraperitoneal biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore® dualmesh® biomaterial was explanted. It was reported the patient alleges the following injuries: bowel strangulation, mesh separation, hernia recurrence, mesh detachment. Additional event specific information was not provided.